Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown serial#:, implanted:, explanted:, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient's trial started on (B)(6) 2022. It was reported that the patient has pain and discomfort/soreness/pinching. They also reported feeling stimulation outside of bicycle seat area. The patient reported being sore from a "difficult lead placement, feels like I am bruised from this end to the other." The patient also feels pain in their big toe. The patient was advised to reach out to their clinician with any health concerns. The issue is ongoing.